Manufacturer narrative:
Patient: additional surgical procedures are not specifically labeled in the IFU. Device: component separations are labeled in the IFU. Investigation evaluation: no product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, follow-up guidelines. Secondary type 3a approximately 33 months post initial repair. Anatomical determinants and imaging were not provided. Based on the complaint description vessel tortuosity, anatomical remodeling, and/or continued disease progression may be contributing factors to the limb separation. The endoleak was resolved with placement of additional iliac legs. Root cause unknown. No evidence to suggest that a design or process induced failure of the device resulted in limb separation. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male under went initial aaa repair on (B)(6) 2008. The physician placed one flex main body, four iliac leg grafts, and one main body extension. The left iliac was aneurismal and continued so over time, a slight type I endoleak resulted. Then, on (B)(6) 2009, the physician placed a flex leg graft to extend down into the left external iliac artery. This successfully resolved the endoleak. (1820334-2009-00158). The patient has had very good results from his initial implant of a cook endograft 3 years ago. The sac had significant shrinkage and over this time, the limb on the right side was pulled apart from the ipsilateral side of the main body graft. The patient has been followed regularly and it had been found that there was a leak into the sac where the limb separated (1820334-2011-00270). Over a small time period, the sac had grown about 1 cm. The physician tried to cannulate through the right limb but had a severe angle to get up and through the graft. After numerous attempts that were unsuccessful, the doctor accessed the left brachial artery and placed our indy otw snare down to the open limb on the right side. Then, he brought the wire back up into the limb as far as he could advance and pulled the wire up with the snare out the brachial artery. He then used a long catheter and stiff wire and fed the wire from the groin out the left brachial artery. That way there was control and support from the top and bottom. This needed to be done due to the fact the limb of the main body was all the way to the left of the sac and the single distal limb was all the way toward the right. He needed to line up the graft as much as possible and allow the new limb to be advanced. The physician then used a zenith iliac leg to bridge the limb from the top of the ipsilateral side at the bifurcation of the graft down to about one stent into the existing limb to bridge them together. Then, he used another zenith iliac leg graft to bridge the limbs together and create more overlap and an adequate seal in the distal limb. The physician ballooned the limb from the gate down to the distal limb with a coda balloon. Physician performed a few runs and had a good seal and flow. Ballooning was performed with a 14x4 angioballoon just to open the overlapped limbs up as much as possible. Did another final run, had better flow. No endoleak noted anymore. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.